Event description:
The customer states that one patient sample generated a false elevated architect stat troponin-I assay result of 0.079 ng/ml. The customer uses a normal range of 0.000 to 0.032 ng/ml. All other clinical markers were normal. The sample retested at 0.005 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4).: architect i2000sr analyzer list#: 3m74-01 (B)(4).architect stat troponin-I assay ln:2k41 lot:32892un09 expires: 05/31/2010.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.